Manufacturer narrative:
The fiber was not returned for analysis. A fiber break occurred during a procedure most likely from contact with a body structure. The fiber tip broke in the body and was not recovered. The fiber tip does not represent a risk to the pt because the fiber itself is inert in the body and will pass through the urinary track since it is small. A follow up phone call to one of the physicians involved indicated that the pt did not experience any complications after the procedure.

Event description:
Tip of holmium fiber broke off in pt.